Event description:
A pump battery charging issue was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to try different wall outlets, adapters, and cables; however, these actions did not resolve the issue. No further information was provided regarding the outcome, and the pump was determined to be out of warranty.